Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during interrogation the pulse generator exhibited a battery anomaly. The device remained implanted.